Event description:
A reported incident involving microclave clear neutral connectors (possible lot 14860231) exhibited leakage at the line connection site, with six leakage events occurring within a 24-hour period. The event occurred during infusion. There was patient involvement with reported harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.